Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of the data provided revealed: the subject ICD was implanted on (B)(6) 2025 - during the device implantation procedure, with ble connection a charge test was performed. During the charge test, the device reset due a temporary drop of internal power supply (power-on reset). A second charge test was performed successfully. The cause could not be identified with certainty, it could due to an inadequate software management of the voltage transition and/or hardware limitations under simultaneous specific conditions (during a charge in ble connection with programmer and rf perturbations). No overconsumption was recorded. Review of manufacturing records of the subject device revealed that the device was manufactured and released accordingly to all applicable procedures. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a routine follow up, the day after the implantation, the device has been reinitializated. The physician would like to know why it happened and if the patient can safely go back home from the hospital.